Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device and was able to confirm the reported issue. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly; however further component cause could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to deliver a synchronized shock to a patient. The customer advised that when the shock button was pressed, their device froze and shut off by itself and then came back on again by itself. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was unable provide further information.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver a synchronized shock to a patient. The customer advised that when the shock button was pressed, their device froze and shut off by itself and then came back on again by itself. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was unable provide further information.